Manufacturer narrative:
Date of this report: 09/27/1999. Sections h3 & h6: device evaluation summary: a copy of a valve examination report was received on september 16, 1999. The valve was not returned to the manufacturer. An evaluation of the valve was completed by a laboratory in another country at the request of an agency in that country. The valve was examined by optical microscopy using incident light illumination at the magnifications of between 7x and 40x and by a scanning electron microscope at magnifications of 40x-160x. The laboratory report indicated that the left leg of the outlet strut was found to have separated from the valve flange (termed a "single leg separation"). Areas of wear were noted on the inlet strut, the inner aspect of the housing flange, and the disc. According to the report, the pattern and extent of wear were not excessive for a valve which had been implanted for approximately sixteen years. The report also noted that a number of scratches were seen on the housing and were consistent with instrument marks and could have occurred during manufacutre, clinical handling, or explantation of the valve. The information contained herein is being provided to FDA to comply with regulations relating to medical device reporting. The submission of this report does not reflect a conclusion or admission by shiley incorporated that the device caused or contributed to any death serious injury, serious illness, or malfunction, or that the device was defective in any way.

Event description:
The initial reporter obtained info from the explanting physician which indicates that the pt had his bjork-shiley convexo-concave mitral heart valve explanted due to the risk of strut fracture. The surgeon reported that upon examination, the valve was noted to have a "single leg separation on the minor strut".